Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed the report of a burn on the outer silicone jacket. In addition, the evaluation of the submitted system controller log files identified elevations in power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured transient elevations in pump power and estimated flow on (B)(6) 2019, reaching values up to 12.8 w and 12.0 lpm, respectively. Despite these parameter elevations, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. No events were noted which would suggest an issue with the driveline. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 17¿. The previously applied clamshell repair was observed on the bend relief and the metal connector. Rescue tape was observed approximately 2.5¿ from the metal connector and approximately 4¿ through 7¿ from the metal connector. The outer silicone jacket material appeared to have been burned approximately 4.5¿ through 6¿ from the metal connector, exposing the underlying bionate. Visual inspection of the bionate at the location of the damage revealed minor burn marks, which did not appear to burn through the bionate material. Metal braided shield breakdown was observed adjacent to the metal connector with minor breakdown approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Log file analysis continued to appear normal. Log file analysis continued to appear normal. The log file driveline data also looked normal and it was noted that there was no degradation to the percutaneous lead conductors. The burn to the percutaneous lead still appeared cosmetic in log file analysis on 29aug2019. The compromised area of the driveline was requested to be replaced as a precautionary measure. Tech services was onsite 10sep2019 for a driveline repair. Most of the external portion of the driveline was replaced with no issues. It was noted that there was space for another repair if necessary. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that log files were sent for analysis due to the patient burning driveline on (B)(6) 2019 at 01:00. Log file analysis observed no unusual events during or after the burning incident. It was suggested to apply rescue tape to the burnt area of the driveline and to continue monitoring for alarms. Vad coordinator stated that the patient had no symptoms and the driveline was repaired with rescue tape. No product was exchanged and no product will be returned.